Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.